Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece model lens and the lens was torn. The lens was removed with no patient injury.

Manufacturer narrative:
(B) (4). No lens returned in unit box. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).